Event description:
The customer contacted philips healthcare to report that the heartstart xl defibrillator is experiencing the bezel assembly function error, ¿strip¿ button function error. There was no reported patient involvement.